Event description:
The complainant has reported that the patient underwent therapeutic placement of a prefyx mesh sling in 2006. During physical examination that took place during an unscheduled follow up 22 days later, it was observed that the mesh cut the supporting suture lines. It was believed that the mesh cut the suture line during patient movement. The patient underwent minor surgery to remove the prefyx device completely. Patient is being monitored by physician. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.